Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as results of the three times microbiological testing by the user facility, the subject device tested positive for the unspecified microbes. The user facility did not provide the detailed information such as the number and the type of microbes. Also the user reported they found the unspecified channel of the subject device was clogged when the subject device was reprocessed. It was not provided other detailed information such as the reprocessing method.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. But since the subject device was not returned to omsc, omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.